Event description:
It was reported on (B)(6) 2025, that during a selenia dimensions procedure, the c-arm became "jerky." A field engineer examined the machine and found that loose screws were observed within the vta assembly. The field engineer corrected the issue by tightening the vta rotational worm gear hardware and the unit was returned to the customer for use. No injury was reported to the patient or staff.

Manufacturer narrative:
An investigation was completed: on 2/12/25, it was reported that the c-arm was jerking during rotation. The field engineer (fe) was dispatched to the customer site and replaced the vertical travel assembly (vta) bolts using the replacement kit to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 1,368 days and were not returned for further investigation. The cause of the system shaking was due to lose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and no additional complaints related to lose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR related to the vta assembly. The vta was installed on this gantry with no issues noted. System product code: sdm-sys-6000-2d. Serial number: (B)(6). Manufacture date: 04/27/2021. System installation date: 05/26/2021. Unique device identifier (UDI): (B)(4).